Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012, 5076-58 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead had loss of capture. The patient also experienced nerve and diaphragmatic stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.